Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the patient felt lightheaded while swimming due to inhibition of pacing caused by emi related noise. The patient was stable and monitoring will continue.